Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v799712, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information from the health care professional reported in addition to the implantable neurostimulator not working, the patient programmer was not working. No other information was known.

Event description:
It was reported that the patient¿s daughter stated that the implantable neurostimulator (ins) didn¿t work anymore and the patient didn¿t use it. It was noted that the patient had a fall and since then it hadn¿t worked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.